Event description:
Fractured tip of surgical instrument (penumbra catrx) into the posterior tibial artery, successful retrieval of device catheter fragment. It was confirmed with fluoroscopy. Prolonged procedure due to attempts to retrieve fractured catheter